Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. There customers blood glucose was 251 mg/dl. No additional patient or event information was provided.